Event description:
It was reported by the physician that during removal of the spring wire guide (swg) resistance was met. The swg broke off in the pt and was removed completely. It was noted the physician specified that the event was caused from a particular anatomic conformation of the pt and not for a product defect. Additional info received in 2009 states the broken piece was immediately removed in the same surgery session, but there was no indication as to the size of the piece.

Manufacturer narrative:
Sample will not be returned for eval.